Event description:
During routine testing of the device at the service center, the service technician observed an intermittent color chip failure message. The monitor was originally returned for a standard reference sensor failure message when the color chip error was found. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.